Event description:
It was reported that the wake button on the pump was faulty, requiring excessive pressure to turn the pump on or off. There was no adverse impact to the customer's blood glucose level. The pump was replaced with a new one, and the faulty device was scheduled for return for investigation.